Event description:
The report we received from our affiliate indicated that approximately eight months post-implantation of a 2.5 x 28mm and a 3.0 x 33mm cypher stents implanted at the mid left anterior descending (lad) artery, restenosis was observed in the stents during follow up coronary angiography (cag). The patient did not have any symptoms. The restenosis was treated with a 2.5 x 10mm cutting balloon at 12 atm. The residual stenosis was 25%. The following day, the patient was in stable condition. The physician indicated, "this event could have happened with any bms because the patient was diabetic, had diabetic nephropathy and had significant arteriosclerosis and so there was no relationship".

Manufacturer narrative:
Prior to the index procedure, the patient was enrolled in a clinical study. For the clinical study, the patient had a 3.0 x 18mm cypher stent implanted at 12atm for 16-30seconds at the proximal lad. The lesion was a 100% restenosis of a bare metal stent (bms). The residual stenosis was 28.4%. Two days after this procedure, the patient complained of chest pain and the following day had a triple coronary artery bypass graft (CABG) to treat a stenosis at the left circumflex (lcx) and a restenosis at the section where the plain old balloon angioplasty (poba) was conducted in the bms. It was indicated that the patient's vessels were repeatedly developing restenosis. Three months later, the patient complained of chest pain and cag revealed there were stenosis at two of three saphenous vein graft (svg) placed during the previous CABG. A month later, the restenosis of the svg was treated at the mid lad by implantation of the 2.5 x 28mm cypher, the 3.0 x 33mm cypher and a 3.0 x 18mm from the distal end and overlapping. The proximal edge of the 3.0 x 18mm cypher was overlapped with the first 3.0 x 18mm cypher previously implanted as part of the clinical study. As indicated two of these three cypher stents restenosed approximately eight months after their implantation. Seven days after the three cypher stents were implanted at the mid lad, four cypher stents of unknown size were implanted at the proximal lcx. At the time restenosis was found inside the two cypher stents at the mid lad, a 75% stenosis at the left atrioventricular (l-av) branch was also found. To treat the restenosis at the l-av, poba was conducted with a 2.5 x 12 mm balloon at 20atm. The residual stenosis was 25% at both lesions. The following day, the patient was in stable condition. Additional information will be submitted within 30 days from receipt. This is one of two products used in the same patient and reported under manufacturing report number 9616099-2006-00985 and 9616099-2006-00986.